Event description:
Based on the information received on 07-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 07-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one and later after unknown latency had swollen, hot knees (both) and above #10 pain. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml for bilateral knee pain (batch/lot number: 7rsl021; expiry date: unknown) (bilateral knee injection). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swollen, hot knees (both) and above #10 pain (on a scale of 1-10). Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 07-dec-02017 and 08-jan-2018 (both information processed together with clock start date of 07-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 7-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced swelling anf pain in knees a temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.